Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain and alopecia had not resolved. The reporter considered alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date unclear (01/09/0207) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding") and alopecia ("excessive hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, medical device discomfort, back pain, menorrhagia and alopecia had not resolved. The reporter considered alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date unclear ((B)(6) 0207). Lot number: 628046 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain and alopecia had not resolved. The reporter considered alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date unclear ((B)(6) 0207). Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added.new reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain and alopecia had not resolved. The reporter considered alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date unclear ((B)(6) 2007). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Case was upgrade to serious incident. Reporter information updated. Essure indication added. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.